Manufacturer narrative:
(B)(4) - enlarged incision. Distorted haptic of intraocular lens. The inspection of the explanted lens in our quality assurance laboratory revealed the lens was cut in half, had one distorted haptic and appeared to have evidence of viscoelastic. Prior to release to market the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) and on the same day had the iol removed due to distortion of the haptic. During explant of the iol; an incision enlargement was required. No patient complications were reported, operation was successful and the patient was reported to be doing well.